Manufacturer narrative:
The reported issue of ¿check IV set¿ during infusion was confirmed. The pump module event log had recorded the occurrence of ¿check IV set¿ alarms on the date of (B)(6) 2019. All events were recorded to have occurred at power ons and not actually during and stopping an infusion. Power on alarm events were also found recorded on the date of (B)(6) 2019; the customer did not provide an incident date or time. The ¿check IV set¿ alarm was only duplicated during the investigation at powering on of the pump module when the door was closed with no administration set installed. This failure mode was found to be equivalent to that noted with the CAPA (B)(4). The inspection process did not find any other issues or anomalies present that may have been a contributing factor for the occurrence of ¿check IV set¿ alarms. The pump module was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the device had error check IV set during infusion.